Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient experienced a loss of stimulation in some areas. Further evaluation found high impedances on one electrode of each lead. Testing of one of the leads at high power levels had no stimulation for the patient while the other lead had sensation but at high levels. The physician decided to replace both of the leads. During the explant procedure, the leads were cut. New leads were then implanted. The patient outcome was reported as recovered without sequelae.